Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 4.2 had all pockets not detected on the bus. A field service engineer reseated the pyxibus and ribbon cable, but the issue was not resolved. A flashing light was observed on the station. The drawer controller was replaced. The system auto recovered after reboot. Hardware test application was run successfully. Access to the drawer via inventory was successful. Drawer was working. Issue resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure and was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.